Manufacturer narrative:
Date sent: 5/23/2007. Evaluation summary: based upon the inquiry info received visual and functional examination, the unit was found to require. Replace main board.

Event description:
It was reported that the device did not turn on. There was no pt consequence reported.